Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the¿subject device had no image.the issue occurred during an endobronchial ultrasound and fine-needle aspiration procedure. The procedure was completed with a backup device. There were no reports of patient harm.

Event description:
The image was unclear during the therapeutic procedure. The device had no ultrasound image.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h4, h11 corrected fields:b5 the device was returned to olympus for inspection and the reported failures were confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: image guide bundle had significant breakages, and therefore poor quality image appeared. Due to peeling of acoustic lens (damage level; did not expose the glue-layer), displayed ultrasound image was defective. Olympus will continue to monitor field performance for this device. This report was sent in error as no ultrasound image would not cause or contribute to a death or a serious injury if it were to recur.